Event description:
Elderly patient was undergoing a craniotomy. During placement of a burr hole plate, a hand held screwdriver was used with a drill bit. The tip of the drill bit broke in the patient's skull. The broken tip was approximately 1 mm in length and was obvious. Drill bit fragment could not be removed and was left in the patient's skull.====================== health professional's impression======================the drill bit broke and could not be retrieved from the patient's skull.